Event description:
It was reported on (B)(6) 2024, the ICU department placed a groshongpicc catheter in the patient and was treated in the ICU. On (B)(6) 2024, the patient's family found swelling in the patient's arm on the side where the catheter was placed, and reported it to the head nurse. Afterwards, they checked the PICC catheter and found that it was in the ICU. Leakage was found about 2cm from the puncture point toward the proximal end, and the catheter was ruptured. Patient was extubated. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. An initial visual observation of the video showed that as the catheter was flushed, a clear liquid sprayed out onto a napkin placed below. Use residue was observed on the sample in the returned video, but no details of the apparent damage could be seen. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2024, the ICU department placed a groshongpicc catheter in the patient and was treated in the ICU. On thursday, (B)(6) 2024, the patient's family found swelling in the patient's arm on the side where the catheter was placed, and reported it to the head nurse. Afterwards, they checked the PICC catheter and found that it was in the ICU. Leakage was found about 2 cm from the puncture point toward the proximal end, and the catheter was ruptured. Patient was extubated. No other information was provided.